Event description:
During shift check, the autopulse li-ion batteries sn (B)(4) and sn (B)(4) did not power on the customer's autopulse platform. The battery's status leds showed 4 solid green leds, indicating that the batteries were fully charged. No patient involvement. Please see the following related MFR report: MFR #3010617000-2022-01572 for the autopulse li-ion battery sn (B)(4).

Manufacturer narrative:
The customer reported complaint was confirmed during the functional testing performed at zoll. The zoll autopulse li-ion battery failure mode and serial number (B)(4) reported in this ccr are covered by CAPA (B)(4). Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan. Date of event is unknown.